Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 288 mg/dl at the time of the call. The customer stated that the numbers on their pump scroll without the users input. The customer also mentioned that they had symptoms of high blood glucose. The customer was assisted with troubleshooting in which the pump passed the high pressure test. The customer was informed that the pump needed to be replaced. No further information was provided.